Event description:
O. R. Solutions slush drape placed in o. R. Solutions hush slush machine while case being set as usual. At end of case when scrub nurse removed drape, fluid was found under drape in warmer section. No visible hole was found in drape, but fluid was not present prior to placement of drape. Case marked contaminated and pt ordered infectious disease consult.